Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.

Event description:
It was reported via postmarket registry that the patient reported symptoms of pain and had their catheter "explanted/replaced" because of a catheter fracture at the insertion site. The pump contained morphine and bupivicaine both at a concentration of 10 mg/ml and a daily dose of 1.5 mg. The patient recovered without sequela.

Manufacturer narrative:
(B)(4) .